Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the service technician reported that the housing was cracked. Since the event occurred during routine testing, there was no pt involvement during this event.